Manufacturer narrative:
Returned product consisted of an ffr comet pressure guidewire connected to the occ cable. The tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The shaft showed 1 kink located 176.5cm from the tip. The coating was peeled at this location. The occ handle was connected to the ffr link for signal verification. The signal was not present as designed. The sensor port was inspected to verify that the sensor was connected to the fiber optic. It was noticed that the sensor was in the correct location in the sensor port. The wire was gently moved back and forth to see if the sensor would move. The sensor did not move which verifies that the fiber optics were connected to the sensor. The proximal end of the wire was inspected for any fiber optic cracks or damage and that was polished correctly. The wire end showed no damage. The guidewire tip was removed to view the sensor and to verify that the sensor was not cracked or damaged. No damage was noticed on the sensor. The occ handle cap was loosened to remove the wire. There was no issue with removing the wire. The sensor port showed no residue of body fluids. The pressure wire was connected to the analysis support test bench and all applicable data was correct pertaining to coefficient values; however, the modulation values were nonexistent. This wire showed a kink which may have caused the no signal and modulation issue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on analysis completed on 17 sep 2019. It was reported that a pressure guidewire failed to zero. A ffr procedure was being performed. A comet pressure guidewire was connected but failed to zero. The procedure was successfully completed with a different comet pressure guidewire without issue or patient injury. However, returned device analysis revealed coating peeling.